Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had two holes, which does not confirm the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two holes located in the distal section of the body of the balloon. It is possible that during the removal of the protector the balloon could hit any surface and of this way generate the holes found during the preparation. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that when the physician unpacked the device, it was noticed that the balloon was ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that when the physician unpacked the device, it was noticed that the balloon was ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.